Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Observations of the photo shows two views: 1st view is of the top web (label) from product 20ga bd insyte autoguard blood control IV catheter, ref, # 382533, lot 1116203. 2nd view is of the grip and button portion of a used IV catheter, which has the needle tip protruding beyond the grip and traces of media. If the button is or isn¿t depressed cannot not be determined by the view in the photo. The reported defect of needle retraction failure is verified with the photo. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There are multiple manufacturing failure modes throughout the processes that may impact needle retraction. Visual observation reveals no damage to the visible components (i.e. Needle, button and grip) as displayed in the photo that would inhibit the needle from fully retracting. The most probable root cause is determined to be manufacturing related although the source is not known with certainty due to the limited view of the device in the photo.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not fully retract after use. The following information was provided by the initial reporter: "a rn noticed that the needle on a bd 20 g IV catheter did not fully retract after use. After starting an IV, the nurse noticed that the needle did not fully retract thus creating a potential for a contaminated needlestick."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not fully retract after use. The following information was provided by the initial reporter: "a rn noticed that the needle on a bd 20 g IV catheter did not fully retract after use. After starting an IV, the nurse noticed that the needle did not fully retract thus creating a potential for a contaminated needlestick."